Manufacturer narrative:
As reported, capsure device deployed two fasteners at same time. Video review confirms two fasteners deployed at the same time. Based on the information provided and without having the sample to evaluate a definitive root cause as to why two fasteners deployed at the same time cannot be determined review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during transabdominal preperitoneal procedure (tapp) on (B)(6) 2024, capsure fixation device was being used to fixate an unknown mesh. It was reported that the surgeon had difficulty in placing the fastener on mesh as the fastener fell out while fixating on the mesh. The issue occurred after the third shot, the surgeon fired the device single time, but with single shot, two fasteners came out. No fasteners got fixated successfully and the loose fastener was removed from the patient's body. The surgeon felt hardness while triggering the device. It was also reported that the procedure was completed by using other company device and there was no reported patient injury.